Event description:
It was reported that customer had missing usb charging port cover, which allowed dust and dirt to enter pump and made charging cord difficult to insert, causing difficulty charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, was out of warranty, and had already begun process of obtaining new device, and no additional troubleshooting or information was obtained.